Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. According to the surgeon and audiologist, it was reported that the electrode has been placed in the hypotympanum during the initial surgery in 2003. The device was explanted (B)(6) 2026; and the patient was reimplanted with another cochlear device during the same surgery.